Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: evaluation summary: (B)(4). The lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4).

Event description:
It was reported that the patient was sitting at the table talking when suddenly the patient stopped talking and collapsed. The exact cause of death is unknown. The device system was implanted and in use at the time of the event. There are no indications that the device failed, no complaints or allegations against the device system have been made. This is being reported due to the lack of information available about the cause of death and inability to rule out device involvement completely.